Event description:
It was reported that the patient underwent a minimal access percutaneous posterior spinal fusion at l3-4. While placing the screw the inner sleeve detached from the screw. Another inner sleeve never opened up causing the entire apparatus to come apart. A ball tipped driver was used to find the screws in the patient; the delay in surgery was approximately 1.5 hours. No patent complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.